Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated, an infrarenal, a suprarenal, and a limb extension. Reportedly, physician noted the right common iliac continued to grow resulting in a distal endoleak. Therefore, the physician treated the patient with two limb extensions and aneurysm excluded. Patient tolerated the procedure well.

Manufacturer narrative:
Based upon the clinical evaluation, the reported type ib endoleak was confirmed. A manufacturing record review was performed and lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, the root cause appears to be related to patient anatomy. Overall there was no design or manufacturing issues identified. The clinical review identified the following factors related to the event: misuse of the device by placing the limb extension in the presence of bilateral iliac artery diameters greater than 2.3 cm; the cuff diameter was two sizes larger than the main body; and use of an infrarenal cuff within the iliac artery. Other factors that may have contributed are the following: thrombus within bilateral iliac arteries; the continued use of tobacco products; and antiplatelet therapy (aspirin) use.